Manufacturer narrative:
Other, other text: h3, h6: event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection the device was observed to have its display label is peeled, one missing screw on the back cover and a cracked return. During functional testing, the device tripped a breaker on the power strip during heater demand. The reported issue was confirmed during testing when the device produced the reported check disposable alarm. The issue was traced to the tube sensor key which was stuck. The investigation attributed this condition to a user incorrectly assembling the optical sensor key mechanism. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device return tube, o-ring, fan guard, and label set were replaced, and preventative maintenance performed.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "check disposables" light continues to display on the device, even after changing disposables. Patient involvement is unknown.